Event description:
It was reported that a patient table top of the magnetom symphony syngo mr system fell to the floor with a patient still on the table. The technologists were transferring the patient from the table top onto to the patient bed using a trolley when the table top fell. The patient complained of pain to the back and to the head and was sent for a CT scan. No injuries were identified.

Manufacturer narrative:
The system was checked by siemens local service. The engineer checked the patient table top and the trolley for any mechanical defects but couldn't identify any issues. The engineer exchanged the table top and the trolley and sent the replaced parts to the factory for further investigation. The investigation is on-going.